Manufacturer narrative:
The unit had a missing end cap sticker, a slightly loose drive support disk, a minor scratched lcd window, a cracked case at the display window corners, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a crack on the display window. The customer's blood glucose level was 138 mg/dl. The customer was informed to that the device would be replaced, and was informed to return the device for analysis.